Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access obtained via the right femoral artery with a 4.5f non-bsc introducer sheath. The 90% stenosed target lesion was located in the moderately calcified right popliteal artery. After a 0.014" non-bsc guide wire crossed the lesion, a 3mm x 20mm x 144cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, during the first inflation at 8 atmospheres, the balloon ruptured. Subsequently, dilatation was performed with a 3mm x 2cm non-bsc balloon catheter at 15 atmospheres. Satisfactory dilatation was obtained and the procedure was completed. No patient complications were reported and the patient's status was good.